Event description:
Family member of home patient (hp) reports incomplete prime of patient line of homechoice set. Hp was unable to reprime line and had to reset up with new supplies to complete treatment. No patient injury or medical intervention reported by family member of home patient.